Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that the patient's communicator was not charging or staying charged. Patient stated that they met with a company representative yesterday and the representative told them to call patient services. Patient said that they had tried different outlets and charging cords, however the issue was not resolved. Patient then reported that the communicator charging port was bent and shifted, so the charging cord couldn't even be plugged into the communicator. A request was sent to the repair department to replace the communicator. When asked for the event date, patient stated that it was about a week ago.

Manufacturer narrative:
H3. Analysis of the tm90 communicator was completed and found the micro usb charge port was loose and rattling. The tm90 passed the battery charging bench test and the final function jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.